Manufacturer narrative:
This product complaint is a revision surgery as follows; "revision surgery, surgeon was doing revision and realized that the primary case implants were (B)(4). So he called a (B)(4) cover rep, used (B)(4) head only and used a stryker cup and liner. The primary hip is thought to have been perfomed out of the united states possibly (B)(4), no primary case details given." The length of time the implant was in-vivo is unconfirmed as the original surgery date was not provided. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. A review of the device history records and product complaint report history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part/lot number or any information identifying the date of the original surgery. This event is deemed to be non-product related. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the surgeon was performing a revision and realized that the primary case implants were encore/djo. He phoned our cover representative and used a djo head with a stryker cup and liner. The primary hip is thought to have originally been performed out of the united states; possibly in (B)(6). No primary case details were supplied.